Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The device was not returned to edwards for evaluation. The complaint investigation was conducted, using a technical summary written by edwards lifesciences. This issue is not related to a manufacturing deficiency, design, reliability, use error, labeling, or device related infection and therefore device history record (DHR) review is not required for this event. This event is within scope of this technical summary and there is no evidence to support a manufacturing/design non-conformance. Therefore, a lot history review is not required. There is no evidence to support that a design/ manufacturing defect has potentially contributed to the complaint; therefore, a manufacturing mitigations review is not required. Imagery was provided by the site and reviewed by an edwards imager. The valve is in good position and there is considerable calcification and thickening of the thv leaflets. A review of the relevant instructions reveals similar content as documented in the technical summary. Therefore, the review of the instructions/manuals within the technical summary remain equivalent to the instructions/manuals for this complaint event. The content adequately provides warnings and instructions for use regarding the reported complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed based on imagery provided. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapient xt, s3, and s3u valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. It is possible that one or more of these factors may have been present; however, due to limited information provided, a definitive root cause is unable to be determined at this time. A product risk assessment is not required because there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met. A CAPA/scar is not required because an edwards/supplier defect which could have resulted in the complaint was not confirmed. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
It was reported by the field clinical specialist (fcs), that approximately 2 years 8 months and 13 days post implant with a 23mm sapien 3 ultra valve, the patient presented with aortic insufficiency, paravalvular leak, and aortic stenosis. There is no further treatment plan at this point. Per follow up the patient presented with le edema, fatigue, doe, and dry cough. There is mild aortic thickening. There is reduced excursion of the aortic valve. There are elevated gradients across the prosthetic valve. Gradients are elevated due to prosthetic valve stenosis. There is mild to moderate anterior paravalvular regurgitation present. There is mild to moderate intervalvular regurgitation present. The patient is not suitable for a valve in valve tavr. Likely medical management for acute on chronic congestive heart failure.

Event description:
It was reported by the field clinical specialist (fcs), that approximately 2 years 8 months and 13 days post implant with a 23mm sapien 3 ultra valve, the patient presented with aortic insufficiency, paravalvular leak, and aortic stenosis. There is no further treatment plan at this point. Per follow up the patient presented with le edema, fatigue, doe, and dry cough. There is mild aortic thickening. There is reduced excursion of the aortic valve. There are elevated gradients across the prosthetic valve. Gradients are elevated due to prosthetic valve stenosis. Aortic valve peak velocity measures 480 cm/s. There is mild to moderate anterior paravalvular regurgitation present. There is mild to moderate intravalvular regurgitation present. Prosthetic aortic valve peak gradient measures 92 mmhg. Prosthetic aortic valve mean gradient measures 60 mmhg. Prosthetic aortic valve acceleration time measures 197 ms. Dimensionless valve index is 0.2. The patient is not suitable for a valve in valve tavr. Likely medical management for acute on chronic congestive heart failure. Per imaging review the code was updated to svd calcification. Additional information received the patient had a valve in valve with a 23mm sapien 3 ultra resilia valve on (B)(6) 2025.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information being provided. Sections g6, h2, h6: health impact code and conclusions in this section have been updated.